Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided is limited. Additional information has been requested. Based on the limited information provided to date, no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. The emdr represents bard/davol mesh #1, additional emdr have been submitted to represent bard/davol mesh #'s 2 and 3 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: the patient underwent implant of an unknown bard/davol mesh (#1). As reported, the bard/davol mesh "moved." The patient underwent additional surgery in which a second bard/davol mesh (#2) was implanted. As reported, the second bard/davol mesh "moved. " the patient underwent an additional surgery in which a third bard/davol mesh (#3) was implanted. The contact reports the third mesh has moved into the patient's bladder and states the surgeon refuses to remove the mesh as surgery would be too much of a risk.